Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2013. During the procedure, the lights on the generator began to blink with a loud noise. At this point, the blade stopped moving and it seemed as if the power was not reaching the device anymore. The device was vibrating. It was not reported how the procedure was completed. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4) - poor blade performance. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.